Manufacturer narrative:
Medical device problem code a15 captures the reportable event of clip failed to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure performed on october 13, 2022. During the procedure, the clip failed to deploy completely and was stuck on the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.